Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) verified the issue and inspected the drawer, disassembled it, and cleared debris. All cables were reseated and the unit was rebooted, but the station app would not launch until updates were rolled back and the application was started in admin mode. Station was up and running after launching the app in admin mode. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.